Event description:
Healthcare professional reported a patient was injected in the zygoma with three syringes of juvederm voluma xc. Healthcare professional stated approximately six months later, the patient presented with "bilateral hard nodules [at the] infra-orbital region." The doctor stated they "injected 3 syringes via cannula, one injection deep into the zygomatic arch placing downward into the lower zygomatica and feels that with one injection facing down, there isn't a tunnel or channel for the product to migrate infra orbitally." Additionally, healthcare professional indicated "prior to development of nodules, patient had severe uri, [and was] treated with zpak, tamiflu, and steroid injections" when the patient visited the emergency room. The patient's primary care physician performed a "sinus xr" which was negative and prescribed the patient levaquin. Upon further follow up with the healthcare professional, it was discovered that the patient was later prescribed two rounds of medrol dospak and prednisone. The nodules have softened and the patient is happy. Additionally, the healthcare professional stated that the patient had a ''hyper immune reaction" and that a "test" was performed and was discovered that the nodules consisted of the "hardened product." Additional information from the allergist who saw the patient also showed that the patient has a history of chronic rhinitis, which may have contributed to the symptoms. The allergist observed bilateral cheek edema, along with tenderness; the allergist also suspected the patient may have cellulitis or a "granuloma formation." Healthcare professional plans to continue patient on prednisone and monitor closely.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard nodules, upper respiratory infection, "hyper immune reaction," "one injection deep into the zygomatic arch placing downward into the lower zygomatica and feels that with one injection facing down, there isn't a tunnel or channel for the product to migrate infra orbitally," cellulitis, tenderness, swelling, and granuloma formation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.